Manufacturer narrative:
Investigation on-site has been performed by our field service engineer (fse). Troubleshooting revealed that the unit had a defective mains inlet and a blown fuse. The mains inlet and fuses were replaced, and the compressor was returned to service after successful function and safety checks were performed. The logs of the connected ventilator were downloaded and received for further analysis. Evaluation of the ventilator logs showed that there was no ventilation run on the date of event. The blown fuse and the mains inlet were not returned for further investigation , but earlier investigations of similar complaints determined that the cause of a blown fuse could be one, or a combination of, the following causes : electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder.

Event description:
(B)(4).

Event description:
On (B)(6) 2016 11:48 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that the compressor would not start. There was no patient involvement reported. (B)(4).